Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient had swelling and pain at the midline incision site. The patient underwent a lead revision wherein the physician repositioned the leads. The patient was doing well following the procedure.